Event description:
While injecting bone cement during a vertebroplasty, the physician noted there was resistance, and the cement did not appear to be moving through the cannula. The physician continued to attempt to inject cement contrary to the instuctions for use which instruct, "if resistance is encountered, stop cement delivery and determine the cause of resistance." After a few minutes of attempting cement injection, the blockage appeared to be removed because cement was injected into the patient. Some cement traveled out of the vertebral body. There was no clinical sequelae related to the event.